Event description:
Physician intended to use a resolute integrity 3.00 x 34 mm rx drug eluting stent to treat a coronary lesion. When the device was inspected on the sterile table it was noted that an incorrect compliance chart was attached to the hoop of the device. The resolute integrity stent was a 3.00 x 34 mm rx stent and the compliance chart attached was for a 2.25 mm size. The device was not used in the patient. There were no patient injuries or complications.

Manufacturer narrative:
Evaluation results: labeling problems - (compliance chart). No results available since no evaluation performed - (device not provided for review). Evaluation conclusions: labeling related - (compliance chart). (B)(4).